Event description:
It was reported that the pt hears a constant noise, and on occasion feels small electrical shocks. Another speech processor was tried but the situation was the same.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.